Event description:
Reportedly, the device fai ed to operate in AED mode. An AED, which belonged to police officers who were on scene, was used to treat the pt. Defibrillator therapy was administered to the pt with the police AED. Pt outcome was not reported, however, the rptr stated that device use did not cause or contribute to pt outcome, due to the immediate use of the AED.